Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, a transesophageal echocardiogram ( tee) and angiogram showed moderate paravalvular leak (pvl) after deployment of the valve. A post implant balloon aortic valvuloplasty (bav) was performed with a 28mm balloon and showed visible valve expansion. A post assessment tee and angiogram revealed severe central aortic regurgitation (ar). Subsequently, a second transcatheter bioprosthetic valve was implanted to treat the central ar. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.